Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the surgery was completed, it was noticed that the number of needles was short by one. The tray containing the devices was checked, and it was possible that it contained only 4 needles from the start but they were unsure. It was reported that the nurse seemed not used to the procedure and she might have miscounted. An x ray was performed and nothing was found in the patient's cavity. The operating time extended by more than 30 min. The patient status was not listed.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The retainer was empty. Visual analysis of the returned product noted no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.